Event description:
On an unk date in 2006, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. During follow up computed tomography, it appeared that the aneurysm sac may have enlarged, along with a type ii endoleak emanating from lumbar arteries and the inferior mesenteric artery and a possible contained rupture of the aneurysm sac. On (B)(6) 2012, an intervention was performed whereby the aneurysm sac was opened and ligation of lumbar arteries and the inferior mesenteric artery was performed. The gore excluder device was well positioned with no other evidence of leak.